Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital for electrolyte correction, and the clinician observed loss of capture with the right ventricular (rv) lead. Further manual testing in the emergency department showed that the thresholds were fine. The lead remains in use. No patient complications have been reported as a result of this event.